Manufacturer narrative:
.

Event description:
It was initially reported that the patient seizures were worse and were causing vomiting when the patient was turn on following implant per the patient's grandmother. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the physician does not feel the increase in seizures are related to vns. The patient had a cold that the physician felt contributed to the increase in seizures.